Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: although the physical device was not returned for evaluation, one electronic photo and one video was provided. The photo shows a partial view of the catheter tube held in hand by a clinician. A depth marker 45 can be seen. No anomalies can be identified from the provided photo. The video shows a clinician holding the catheter tube and pressing near the 45-depth marker. A drop of liquid can be noted as the clinician pressed the tube. The process of pressing tube was repeated and one more drop of fluid was seen leaking. Therefore, the investigation is confirmed for the reported suction issue, difficult to flush and identified material puncture/hole issues. However, it is inconclusive for the reported obstruction of flow issues as the photo/video evidence provided is not sufficient to confirm any obstruction of flow issue. A definitive root cause could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B5, g3, h6 (device, method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent an MRI powerport isp port placement procedure, the surgeon found that there was resistance. Additionally, there were problems with suction and infusion at the same time during flushing. Furthermore, the surgeon used 100 ml of saline to flush the tubing and found that the patient had discomfort in the neck, so the catheter was withdrawn after careful consideration and found that there was trachoma in the catheter, and so the port placement failed. Additionally, it is confirmed that the infection was not caused by the device malfunction. There was no reported patient injury.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records was performed. The return of the sample is pending. However, photo and video were provided for review. The investigation of the reported event is currently underway. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent an MRI powerport isp port placement procedure and it was reported that there were problems with suction and infusion at the same time during flushing.